Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that the securing mechanism of a two level ozark plate disengaged causing two ozark screws to back out at that same level approximately three months after implantation. There has been no adverse consequence to the patient and revision surgery is not planned.

Manufacturer narrative:
Correction to d3 and g1: updated from stryker spine-leesburg to k2m, inc. Visual inspection: x-ray images of the construct were inspected and showed screw migration at the caudal end of the construct. Dual screw cover could not be identified on the x-ray images and likely fractured off which allowed the screws to migrate. Another plate can be seen on the x-ray image which fused the next vertebrae down the patient's cervical column. Functional inspection, dimensional inspection, and material analysis could not be performed since the device remained in the patient and was unavailable for investigation. Review of the device and complaint history records could not be performed as a valid lot code was not provided nor obtained since the device associated with this event was not returned. The ozark view and guide cervical systems surgical technique was reviewed and the following relevant information was identified: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90 so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Do not rotate the locking cover past the clockwise stop on the plate. If screw realignment or removal is necessary, use the size 10 tapered driver to rotate the screw cover 90 counter-clockwise so that the locking cover no longer covers any part of the screw. Continue to remove the screw with the size 10 tapered driver attached to the spin top handle, or the size 10 threaded driver attached to the torque limiting handle, 12 in-lbs. It is unclear how these two constructs interacted or if their interaction contributed to the reported issue. No root cause for the issue could be determined based on the available information.

Event description:
A physician reported that the securing mechanism of a two level ozark plate disengaged causing two ozark screws to back out at that same level approximately three months after implantation. There has been no adverse consequence to the patient and revision surgery is not planned.